Manufacturer narrative:
Contact information for healthcare professional who can provide further information: dr. (B)(6). Continued e1 -- alternate fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl, seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; seroma; capsular contracture grade 4. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family v15.0, and the event of biaalcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported " textured to smooth implant exchange". "One piece of fibromembranous tissue", "chronic inflammation" and "breast implant associated anaplastic large cell lymphoma (bi-alcl), cd30-positive and alk1-negative, preliminary pathologic stage pt3nx". Healthcare professional later reported "seroma, thick capsule, capsular contracture baker grade 4"; capsulectomy performed. This record is for the right side. Device has been explanted.